Event description:
As reported by the edwards field clinical specialist, during a transapical tavr case the 26 mm sapien valve was deployed in a too aortic position. A second valve was implanted to resolve the aortic insufficiency. Per report, mini-thoracotomy was performed for the transapical approach. A diagnostic pigtail was inserted via the right femoral artery and temporary pacing wire via left femoral vein. The patient was placed on bypass support as planned in the case pre-briefing. Support was initiated just prior to rapid ventricular pacing (rvp) for the balloon valvuloplasty (bav). The bav was performed with a 20 x 3 cm edwards balloon utilizing rvp. A 26 mm sapien valve was delivered via transapical approach and positioned 50:50 across the annulus. The valve was deployed under rvp. Upon evaluation of the sapien, it was noted by the echocardiographer that there was mild to moderate paravalvular leak and moderate central aortic insufficiency. An aortogram was also performed. The physician team decided to placed a second 26 mm sapien, positioned slightly lower than the first valve. The severity of the pvl was now less to trace, and the central aortic insufficiency was reduced to minimal to trace. Bypass support was weaned and the thoracotomy was closed in the usual surgical fashion. Per report, the valve position was adjusted during the deployment and the valve was placed higher than intended. The sinuses were large (measuring 35 mm on CT) and flaring was noted in the outflow portion of the sapien. Additional information: the post deployment of the first valve position was 80:20 aortic. The native valve/leaflet calcification was described as moderate. The aortic root calcification and mitral annular calcification was described as mild; ventricular septal hypertrophy was mild; coaxial alignment of the delivery system and the valve was described as fair; the image intensifier angle was appropriate; there was no loss of pacing capture during valve deployment and ventilation was held. This patient¿s ejection fraction was 30 percent.

Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, it appears that patient factors [large sinuses; moderate valve/leaflet calcification] and procedural factors [less than optimal coaxial alignment of the delivery system and valve; adjustment of the valve position during deployment] contributed to the aortic malposition and resulting aortic insufficiency. There is no evidence this event was a result of malfunction of the sapien valve or the ascendra delivery system. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.